Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to bra fat/ bra roll (back) on (B)(6) 2018 using coolcurve applicator who developed paradoxical hyperplasia (pah/ph) 90 days after treatment. During the 90 day and 135 day follow ups after treatment, the patient's tissue in the treatment was presented as a bulge with more tissue than patient originally started with. Diagnosed on (B)(6) 2017 by dr. (B)(6). Pah described as hard with firm tissue.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to bra fat/ bra roll (back) on (B)(6) 2018 using coolcurve applicator who developed paradoxical hyperplasia (pah/ph) 90 days after treatment. During the 90 day and 135 day follow ups after treatment, the patient's tissue in the treatment was presented as a bulge with more tissue than patient originally started with. Diagnosed on (B)(6) 2017 by dr. (B)(6). Pah described as hard with firm tissue.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to bra fat/ bra roll (back) on (B)(6) 2018 using coolcurve applicator who developed paradoxical hyperplasia (pah/ph) 90 days after treatment. During the 90 day and 135 day follow ups after treatment, the patient's tissue in the treatment was presented as a bulge with more tissue than patient originally started with. Diagnosed on (B)(6) 2017 by dr. (B)(6). Pah described as hard with firm tissue.